Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. A sharpness test was conducted, and the returned blade passed the test with an average breaking force of 2.75 lbf (specification: average 3.5 lbf max). Hence, the blade stopped cutting as it might have stopped rotating due to tissue accumulation during the procedure.

Event description:
It was reported that a patient underwent a total hysterectomy on (B)(6) 2012. During the procedure, the blade stopped cutting. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.